Event description:
It is reported that the patient has developed a rash.

Manufacturer narrative:
Evaluation summary: no photos or add'l info describing the rash has been provided. The location of the rash is unknown. The devices were implanted in (B)(6) of 2013, and have been in-vivo nearly 1 year to date. The patient's medical history, including allergy info is unknown. With the info provided, a definitive root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. Device 1 of 5. Reference MFR. Reports: 1822565-2016-04081, 2648920-2016-03255, 2648920-2017-00064 & 1822565-2016-04083.

Event description:
It is reported that a patient was experiencing a rash and high ion levels.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Device history review for all related devices identified no deviations or anomalies. The devices were used for treatment. The reported components were reviewed for compatibility with no issues noted. A complaint history search for all related devices identified no additional complaints with the same part/lot number combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No photos or additional information was provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.